Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 23-aug-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator on (B)(6) 2020. It was reported that when the patient turned his implantable neurostimulator on, on the morning of the report, he did not feel stimulation on his right side. The patient is currently getting stimulation on his left side and noted that his left side is where he has ¿big pain.¿ the patient was on group c with two programs available, and his implantable neurostimulator is on. The patient indicated that program 1 covered his left side (low lumbar, l4, l5, left buttocks, and down left leg), but he didn¿t feel any stimulation on program 2 even having decreasing stimulation on program 1. The patient tried increasing stimulation all the way to 10.5 volts from 9.0 volts for program 2, but still didn¿t feel stimulation. The patient felt stimulation on his left side under group d that felt like it was a ¿very deep drum¿ and that it was a ¿weird¿ sensation. The patient went back to group c where he confirmed that he felt stimulation on his left side. There were no further complications reported. Additional information was received from a consumer and a manufacturer representative regarding the patient on (B)(6) 2020. It was reported that an impedance check showed that electrodes 8-15 were all out of range with an open circuit. The patient was advised to make an appointment with a surgeon for a lead revision. A surgical intervention is planned; however, it is unknown if it has been scheduled. The health care professional has no further information regarding the event.

Event description:
Follow up response was received. Rep reported lead was replaced.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.